Event description:
Insertion post could not be detached from dental implant during implant placement.

Manufacturer narrative:
Insertion post could not be detached from dental implant during implant placement. Implant was placed and explanted again. No new implant placed during the same session. User should have consulted IFU to prevent this from happen. Product was evaluated and no problem detected.